Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low impedance approximately four years ago, and continues to exhibit the trend of low impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.